Event description:
The customer observed imprecise quality control results using vitros phyt slides on a vitros 5,1 fs chemistry system on (B)(6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer processed pt samples on their vitros 250 chemistry system during the timeframe of the event. There were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that the customer observed imprecision on multiple immunorate assays, including phyt, on the vitros 5,1 fs. Ocd field service investigated and made necessary repairs to the ir shuttle assembly spring in the immunowash subsystem. The ir shuttle assembly spring controls the positioning of the immunorate slides. The service activity returned the vitros 5,1 fs to expected operation. The customer has observed acceptable phyt performance since the service activity. The root cause of this event is instrument related.